Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error, then displayed a black circle on the screen after a battery replacement was performed. The insulin pump also had a protruding drive support cap. The blood glucose reading was 42 mg/dl. The customer stated that she was fiddling with the insulin pump the night prior, and during the priming process, the insulin pump went haywire. She treated with 5 sugar wafers and a rice krispy treat. Advised replacement of the insulin pump. Nothing further reported.